Event description:
It was reported by the attorney that the plaintiff fell at work and sustained a laceration to the leg. Plaintiff in may of 1999. The laceration was allegedly repaired with ethicon sutures and plaintiff subsequently developed an infection which required debridement and an extensive absence from work. No other info was provided.